Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d4 (lot, UDI).

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and no blood visible on the iab. Two 0.025in guidewires were returned for evaluation, one guidewire had a kink and the second had a bent. The one-way valve was returned attached to the iab. The engineer attempted to insert the original returned 0.025in guidewires through the inner lumen and was not able to successfully insert the guide wire. The engineer hen attempted to insert a laboratory 0.025in guidewire through the inner lumen and was able to successfully insert the guidewire, no obstructions were felt. The one-way valve was vacuum tested, and it held vacuum. The reported difficult/unable to insert iab through guidewire is confirmed by the evaluation. The kink and bent in both the 0.025in returned guidewires could have caused the issue of insertion. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID (B)(4).

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during insertion the intra-aortic balloon (iab) therapy the iabp was needed for this patient. One balloon pump was opened. Unable to advance balloon over the wire. Second balloon pump opened, different lot number, unable to advance balloon over the wire. Third balloon pump was opened and worked appropriately. There was no patient harm or injury reported.